Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported elevated blood glucose (bg) levels due to the settings on the pump. Bg's were reported between 260-300 mg/dl. The customer delivered a bolus to address high bg's. Tandem technical support advised the customer to consult with a healthcare provider regarding the high bg level.